Event description:
The customer reported an issue with the cq cartridge. Additonal information was requested but not yet received. If any additional information is obtained a supplemental medwatch wil be submitted.

Manufacturer narrative:
Additional information received from our customer service dept inidicating that this customer does not use staar injector cartridges. Therefore, this is considered off label use and no further investigation is required. (B)(4).

Manufacturer narrative:
The cartridge was not returned, however, the lens was received and evaluated. The lens was returned in liquid and no visible damage was observed. Conclusion: based on the complaint information provided and the evaluation of the returned product, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
(B)(4)